Manufacturer narrative:
H6: medical device problem code 2017 - contrast incorrect and incorrect prep. The device was returned for analysis. The reported entrapment could not be confirmed as it was related to operational circumstances of the procedure. The reported deflation problem could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of thrombosis and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. It was reported the xience xpedition stent delivery system (sds) was prepped inside the anatomy with 100% contrast. It should be noted that the xience xpdedition everolimus eluting coronary stent system instruction for use (IFU) lists device preparation steps 9.3.3 prior to delivery procedure steps 9.4. Additionally, 60% contrast diluted 1:1 is listed in material required step 9.2. In this case, it appears the instruction for use deviation related to incorrect stent preparation and incorrect contrast may have contributed to the reported event. The investigation determined the reported difficulties appear to be related to user error. Use of 100% contrast to prepare the delivery system likely slowed the deflation of the balloon causing the reported deflation problem and subsequent entrapment of the under deflated balloon. It is likely the balloon interacted with the deployed stent during removal resulting in the reported entrapment. Bypass surgery was performed due to the reported entrapment at which time the push rod was successfully cut from the balloon. The balloon was not retrieved and remains in the patient. The reported treatment appears to be related to operational context of the procedure. Additionally, an abbott vascular clinical specialist reviewed the complaint information and returned cine images with the following conclusion; the cine images did provide evidence confirming the xience xpedition des 2.50x33 rx ce balloon did not deflate fully and was dislodged inside the stent. The images show a detached balloon inside the stent partially filled with contrast, but a probable cause could not be discerned from the images provided. It was determined that the balloon was incorrectly prepped with 100% contrast instead of 50/50 by the revised incident report and is likely the cause for the partial deflation. It is unknown if the balloon disengaged from the delivery system because it was only partially deflated, whether it hung up on a wire during withdrawal or due to the amount of force applied in the attempt to remove it. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 health effect clinical code 2687 was removed. H6 medical device problem codes 1562 removed. H6 medical device problem code 2017 - against resistance removed (2017 added for incorrect prep and contrast incorrect.

Event description:
It was reported that the procedure was performed to treat a lesion in the 80% stenosed left anterior descending coronary artery. The patient presented with stable angina. A 2.5x33mm xience xpedition stent delivery system (sds) was advanced without resistance, but the balloon could not be inflated until an unspecified pressure pump was exchanged. The stent was implanted, but the balloon could not be retrieved as it faced resistance with the stent. Force was applied, and the balloon separated but was stuck inside the stent. The patient experienced an acute myocardial infarction, and thrombosis was noted in the stent. Heart bypass surgery was performed as treatment and the patient was fine. The stent and balloon remain in the patient anatomy. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the balloon was not prepped outside the anatomy prior to use, and the incorrect contrast ratio was used. After inflation, the balloon only partially deflated. The balloon did not separate from the delivery system on its own, but during the heart bypass surgery, the physician cut the balloon from the push rod. The push rod was removed while the balloon and stent remained in the patient anatomy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion in the 80% stenosed left anterior descending coronary artery. The patient presented with stable angina. A 2.5x33mm xience xpedition stent delivery system (sds) was advanced without resistance, but the balloon could not be inflated until an unspecified pressure pump was exchanged. The stent was implanted, but the balloon could not be retrieved as it faced resistance with the stent. Force was applied, and the balloon separated but was stuck inside the stent. The patient experienced an acute myocardial infarction, and thrombosis was noted in the stent. Heart bypass surgery was performed as treatment and the patient was fine. The stent and balloon remain in the patient anatomy. There was no clinically significant delay in the procedure. No additional information was provided.